Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms and damage to the system controller power cable was not confirmed. A review of the submitted controller event log file spanned approximately 2 days ((B)(6) 2024 per time stamp). There were no notable alarms active in the log file. Older data was overwritten by pi events. A review of the submitted controller periodic log file spanned approximately 11 days at 1-hour intervals ((B)(6) 2024 ¿ (B)(6) 2024 per time stamp). There were no notable alarms active in the log file. System controller, serial (B)(6), was not returned for analysis. The provided information stated that the system controller was exchanged due to a damaged white power cable and there were power cable disconnect alarms associated with the event. It is unclear if there was any damage to the underlying wires. Additional information provided stated that there were no pictures of the damage available. A root cause of the reported events could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had some damage to their system controller cord with the white connector port. The patient reported to have some inappropriate power disconnect alarms while hooked up to full power. The controller was exchanged in clinic due to the damage. The patient had normal lab, and their vital signs were at baseline. The event log file did not capture any power cable disconnect. It was noted that the new incoming pulsatility index (pi) events may have overwritten the older data.